Manufacturer narrative:
Since possible infection was reported, we checked the sterilization charts of all the components involved: smr uncement. Glenoid #small-r code 1375.20.005, lot# 1508514, ster. 1500228. Smr reverse hp glenosph. 44 mm, code 1374.50.440, lot# 1507282, ster. 1500157. Smr connector small r, code 1374.15.305, lot# 1509698, ster. 1500239. Smr reverse hp liner medium, code 1362.09.015, lot# 1504852, ster. 1500171. Smr reverse humeral body, code 1352.20.010, lot# 1507592, ster. 1500218. Smr cementless finned stem ø22, code 1304.15.220, lot# 1500708, ster. 1500046. No anomaly was found on the sterilization charts; thus we can state that the components had been correctly sterilized before being placed on the market. Among these components only the stem (code 1304.15.220) and the connector (code 1374.15.305 ) are marketed in the us.

Event description:
Smr reverse revision surgery due to implant loosening, performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2015. According to the info received, the metal back glenoid (code 1375.20.005, lot# 1508514) was loose, the stem (code 1304.15.220, lot# 1500708) was instead well fixed. Moreover, the surgeon commented that the metal back might have been positioned too high during previous surgery. Possible infection was also reported. Event happened in (B)(6).